Manufacturer narrative:
Veeva case:(B)(4).

Event description:
My grandpa mistake the polident tablet as candy [accidental device ingestion]. Case description: on 2024-12-14 a spontaneous case was reported in canada by a patient via call center representative (email). The report concerns a male consumer of unknown age. The consumer received polident (nan+napc+potm+taed tablet) unknown batch and expiry date for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident, the consumer experienced a serious medically significant event accidental device ingestion (my grandpa mistake the polident tablet as candy). The outcome of the event accidental device ingestion (preferred term: accidental device ingestion) was unknown. No medical history was reported. No drug history was reported. The action taken with polident was unknown. Dechallenge was unknown (action taken was unknown)/(outcome was unknown) and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). The causality of the event accidental device ingestion was assessed as not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "hi there. My grandpa mistake the polident tablet as candy. I just find out 5 minutes ago. Would you please give us suggestion if we eat that one. What should we do now. Thank you".